Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-mar-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the key with number 1 was not responsive. A field service engineer found that several keyboard keys were damaged and sticking. Replaced the keyboard and successfully tested functionality with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es number 1 key on the keyboard required 5_6 presses to respond and was not functioning properly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.